Event description:
It was reported that for an instrumented spine surgery patient needed one urinary foley catheter and placed one in the anesthetic room post induction. While inflating the balloon the scrub practitioner found that its balloon was faulty and leaking.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or any imperfection or surface deterioration is observed, do not use. Warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter and may cause balloon to burst. *open outer white wrapping to prepare sterile field and place underpad beneath patient, plastic side down. *if patient has a catheter in-situ to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe 'stick' in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by local protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by local protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that for an instrumented spine surgery patient needed one urinary foley catheter and placed one in the anesthetic room post induction. While inflating the balloon, the scrub practitioner found that its balloon was faulty and leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.